Event description:
Customer reports back to back testing to a professional meter while using the compact system with results of 168mg/dl on customer's meter and 78mg/dl on professional meter. No quality control information was provided. No adverse event reported. Customer has no strips to return; a replacement was sent.